Manufacturer narrative:
(B5) describe event or problem updated. (E1) initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified shunt vessel. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advance for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured on the initial inflation at 6 atmospheres for 3 seconds.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified shunt vessel. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advance for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.